Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 35 was present in history and trace files due to corroded force sensor. Unable to perform displacement test, rewind test, prime/seating test,basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The insulin pump was received with cracked case on battery tube area. The insulin pump was received with partial white display on top right area due to corrosion on all electronic assemblies. The insulin pump was received with scratched casing, minor scratches on the display window, pillowing keypad overlay, faded serial number label, peeling end cap address label, moisture damage on motor assembly and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump was cracked. The blood glucose reading was not known.